Event description:
Boston scientific provided the following information: patient cleaning and working hard on march 2, reported dizziness and lightheadedness ever since. Patient went to ed where oversensing of noise on the rv lead was observed; threshold is 1.4v and pace impedance is 573. A nsvt episode on march 29 showed noise on the rv lead that caused pacing inhibition for almost 3 seconds. Lead trends since march 2 show pacing thresholds have risen to as high as 3v. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.